Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose value was 48 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was wearing insulin pump during hospitalization. It was also reported that they received low battery and they are unable to remove the battery cap on their insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. However, unit received with corroded battery tube. No low battery alerts noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device passed delivery accuracy test. Device received with stripped battery cap coin slot, cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, missing end cap sticker, cracked case at display window corners, stained address serial label, minor scratches on reservoir tube window corners and minor scratches on lcd window.